Event description:
A 65 year old male presented with acute myocardial infarction and cardiogenic shock, with pre support clinical condition consistent with scai stage e. The patient experienced sudden chest pain while playing racquetball and became unresponsive shortly after arrival to the emergency department, requiring acls, CPR, intubation, and rosc. He was taken emergently for left heart catheterization and subsequently transferred to methodist of san antonio on combined impella cp (B)(6); implanted (B)(6) 2025 at 14:35) and va ECMO support. Upon arrival, CT and bronchoscopy identified multiple bleeding sources, including right lung hemorrhage, mediastinal hematoma, left subclavian hematoma at a central line site, and possible lima bleeding. A developing hematoma was also noted at the impella left femoral access site; this was managed with manual pressure and femostop placement. Despite these complications, the impella device continued to function as intended, with no device related malfunctions reported. The patient required six units of rbcs. Ongoing ICU management included multidisciplinary assessment, stabilization, and continued impella cp and ECMO support with gradual reduction of vasopressors and sedation. ECMO was successfully discontinued on (B)(6) 2025. The patient tolerated impella weaning and underwent impella cp explant on (B)(6) 2025 at 19:24, with hemostasis achieved using two perclose devices and no groin complications post removal. The patient remained hemodynamically stable following explant and survived the hospitalization. Tr (B)(6) 2026.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1, d2a, d2b, d4 and h6 medical device problem code revised.